Event description:
It was reported that a patient underwent a gynecological procedure in 2008. Before the procedure started, the device rotated a little then it stopped. Another device was used to continue with the procedure with no adverse patient consequences.

Manufacturer narrative:
Blade seized/stopped - conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2008-01019 and medwatch 2210968-2008-01021. The same patient is represented in each medwatch.